Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a clinic follow-up, a decrease in the pacing impedance and sensing threshold, an increase in the capture threshold, and episodes of oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of inadequate capture, oversensing, low pacing impedance, and r-wave amplitude variation were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead did not reveal any anomalies with the exception of damages, which were consistent with procedural damage.